Event description:
Customer reports itching and a red rash like area to the left middle quadrant approximately 50mm from her stoma, located under wafer's mass. The redness has since decreased and now the appearance of rash is pink in color and feels firm to touch. It is also reported that end-user did see doctor who prescribed hydroxyzine which changed the color of the affected site from red to pink, thereby improving the rash as a result. End-user is scheduled to see doctor again on (B)(6) 2013. End-user also reports three (3) darkened areas to peristomal skin measuring approximately 3mm in length. End-user states that pouch changes is performed every 7 days. Product has been in use since approximately (B)(6) 2013.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. Further details in this case indicate that end-user began using baby wipes over the past couple of weeks, and the following products are also used on peristomal skin: allkare adhesive remover; allkare protective wipes; stomahesive paste; smith and nephew protective barrier wipes, but alternates between the allkare and smith and nephew protective barrier wipe. Lastly, end-user uses dove soap to cleanse peristomal skin as ordered by dermatologist. End-user was provided instructions on crusting techniques by using stomahesive powder and protective barrier wipes, and to contact convatec with any questions, concerns, additional instructions or if condition becomes worse. Lastly, she was advised to contact a dermatologist for recommendation of a soap that does not contain any lotions, moisturizers or creams that can be used to cleanse skin under barrier. An alternate durahesive pouch was recommended for use. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a f/u report will be submitted.